Event description:
It was reported that the device had been off for three to four years because the patient had been on kidney dialysis and was ¿not putting out enough urine¿ to use the implantable neurostimulator (ins). The caller was attempting to find someone to remove the implant as the patient had moved to another state. The patient was hospitalized for ¿about a month¿ due to the kidney dialysis. The patient was also a diabetic and had (B)(6) and developed a pressure blister while in the hospital. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3093-28, lot# j0437278v, implanted: (B)(6) 2004, product type: lead.